Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "anca" avec trous a/revet. Hap 54 ppr67254, lot u0764842. Tige "jvc" a/collerette- a/ciment taille 2 (polie ppv93004, lot u0880624. Noyau "anca fit?"10 deg. 54*28 ppr67554, lot u0768596.